Event description:
The patient received a 2 x 2 cm deep partial thickness burn between two handpieces placed on the lower abdomen. The burn developed into a blister and was treated with polysporin, vaseline, and medi-honey. The patient's reported bmi is 33.8. The trusculpt ID instructions for use state the following: caution: handpieces should be spaced based on the patient's bmi and/or underlying fat thickness in the treatment area to prevent adverse events. For bmi 26-30 or >1 cm fat thickness, place handpieces >1 cm apart. Up to 2 handpieces can be used on large or small decals, verifying 1 cm or more separation between handpieces." The burn resulted from insufficient separation between the handpieces placed on the lower abdomen. Specifically, three handpieces were positioned on a single decal, leading to insufficient space between the handpieces. The trusculpt ID system was evaluated by cutera field service and met performance specifications.